Manufacturer narrative:
Imaging provided shows the inferior screw has backed out anteriorly past the screw blocking mechanism. Evaluation of the returned device shows 3 blocking mechanisms which are broken. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done due to a screw which had backed out of the resonate plate post-operatively.

Manufacturer narrative:
Imaging provided shows the inferior screw has backed out anteriorly past the screw blocking mechanism. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done due to a screw which had backed out of the resonate plate post-operatively.